Event description:
The customer reported having unexplained low blood glucose of 30mg/dl by the time the paramedics arrived. Troubleshooting was performed. The customer was disconnected during the rewind process. The reservoir was showing the same amount of insulin than the status screen shows. Performed the displacement test and passed. The caller stated that the device was exposed to several rollercoaster. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a broken belt clip slot and cracked reservoir tube lip.